Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the final line and the extraneal bag which resulted in a solution leak. This occurred during fill one of four of peritoneal dialysis therapy. The patient had discovered that the extraneal bag was no longer connected to the final line and was leaking from the open port tube. Renal therapy services (rts) assisted the patient with ending the therapy session. There was no patient injury or medical intervention associated with this event. No additional information is available.